Manufacturer narrative:
Investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure the surgeon encountered difficulty obtaining hemostasis and the patient became hypotensive with blood pressure levels at 93/66 mm hg at one point. The surgeon was unable to identify arterial bleeders at the bladder neck; therefore, the decision was made to go back with resectoscope to perform more cauterization on two (2) occasions. During the cauterization, the patient was administered one (1) unit of blood transfusion in part due to the hypotension. The foley balloon catheter, placed at the bladder neck as part of the hemostasis method, was determined to be too red; therefore, the surgeon decided to take the patient directly to interventional radiology to perform prostatic vein embolization. No malfunction of the aquabeam robotic system was reported. Additional information regarding current patient status has been requested.

Manufacturer narrative:
H.10 additional manufacturer narrative: no further information regarding patient's condition post-prostatic vein embolization was able to be obtained by procept biorobotics. The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. A review of the device history record (DHR) for serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. A review for similar complaints on serial number (B)(6) confirmed one (1) other similar event. A review for similar complaints across all other systems confirmed 13 similar events. The aquabeam robotic system instructions for use, ifu0101-00 rev. E, states: 4.3 warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding the system was not returned for investigation of this complaint. Bleeding is a potential risk of the aquablation procedure. Information received through the treating physician that an anomalous patient anatomy may been a contributing factor to the reported event. Based on the information received, plus the review of the log file, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Additional information obtained on this patient stated that at the time of the embolization an unusual vessel was found at the left external iliac artery; therefore, an anomalous anatomy may have been a factor on this event. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.